Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that there have been three (3) ins9030 limitorr volume limiting evd 30 ml that have broken at the same stopcock area. The date of incident was unknown. It was not specified whether the device was in contact with a patient or if there was any patient injury. Additional information was received on (B)(6) 2018 confirming that there were three (3) limitorrs that were broken; it was where the transducer was connected to the drain. No information regarding patient involvement or product details were provided.

Manufacturer narrative:
The device history record was not possible as no lot number was available during the investigation. Two (2) different set of samples were received from the customer for failure analysis. On 01/09/19, the limitorr unit itself was not returned for evaluation. Nonetheless, one (1) transducer with a stopcock connector still attached to it. Sample set received on 01/24/19: two (2) units were sent inside the same package, one (1) belongs to this mfg. Report number 2648988-2018-00056 and the other to mfg. Report number 2648988-2019-00007. As with the sample received in 01/09/19, the limitorr units were not returned for evaluation; instead, the transducers with a stopcock connector still attached to them were sent. Although it was not possible to differentiate which one belonged to this complaint, it is considered confirmed since both transducers had evidence that the stopcock broke at the connection point with the transducer.

Event description:
N/a.